Event description:
It was reported that the pump failed the battery test and did not ring when opened. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was not duplicated, however the downstream occlusion seal was detached. The cause of the reported issue was unknown. As a result, the downstream occlusion seal, battery compartment, and motor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.